Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('misplaced essure/ the right device is malplaced and seems to be buried in the myometrium of the uterus/ embedded essure') in a female patient who had essure (batch no. 646516) inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and embedded device (seriousness criterion medically significant). The patient was treated with surgery (tah). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('misplaced essure/the right device is malplaced and seems to be buried in the myometrium of the uterus/embedded essure') in an adult female patient who had essure (batch no. 646516) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and embedded device (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. Lot number: 646516, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.